Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix would not deploy after multiple reposition. Also, lead would coil when attempting to extend the helix. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the allegation against the lead was confirmed. The rs- ptfe was bunched in several places and the rs- coils were deformed and out of alignment, due to the bunched ptfe pushing on the coil. Once the rs- can no longer turn to extend or retract the helix, the lead can twist as personnel keep trying to extend/retract the helix which can no longer be actuated.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix would not deploy after multiple reposition. Also, lead would coil when attempting to extend the helix. The lead was never in service. No adverse patient effects were reported.